Manufacturer narrative:
The venous adapter, collar, and compression ring were returned for evaluation. Visual inspection revealed a substance around the base of the canula. Medcomp engineering reviewed the returned device and no definitive determination of what the substance is could be made. A supplier corrective action request was issued to the contract manufacturer for this event. The contract manufacturer conducted an evaluation of the returned device. Regarding the failure mode "extension detached from a catheter", the returned device was complete, with no missing parts or apparent damage. The extension met all dimensional specifications. The lumen involved was not returned for evaluation therefore it cannot be determined if it was within specification. It is unknown if the returned device is the original extension or if it has been replaced at some point during the 4 years of catheter use. In addition, there is no way to determine if the extension was properly assembled to the lumen. The instructions for use (IFU) contains the following warnings and precautions: compression ring must be fully seated. Assembly threads must be fully engaged. Do not soak catheter end or adapter in any antiseptic (i.e.alcohol, pvp, etc.) Before or during adapter installation. Examine catheter lumen and extension set before and after each treatment for damage. Frequent visual inspection should be conducted to detect leaks to prevent blood loss or air embolism. Before dialysis begins all connections to catheter and extracorporeal circuits should be examined carefully. The contract manufacturer was also requested to evaluate the reported failure mode of the "canula has rusted". Due to decontamination and additional testing performed prior to being returned to medcomp, it could not be determined if the material reported as rust is, in fact, rust or some organic substance resulting from the length of implantation. The device was implanted and in use for more than 4 years with no reported issues. A review of the complaint history, there have been no similar reports of "rust" for any device that uses an extension with a metal cannula. The cannula material is stainless steel obtained from an outside vendor. The material was received with a certificate of compliance confirming the material is stainless steel which complies with astm f899. The material is corrosion resistant and is commonly used for producing medical devices. A definitive root cause, for either reported issue, cannot be determined but is not likely to be manufacturing related. Based on historic data this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the catheter was gently pulled to connect it to the dialysis circuit, the catheter body and extension adapter came off. Immediately after clamping the central side of the catheter and cutting off about 1 cm of the catheter end, a new catheter set was opened, and the venus extension adapter was connected.